Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, a sales representative reported via email that an ar-3653ttsp knotless 2.6 fibertak rc soft anchor allowed the fibertape to slide within the knotless anchor when it should have remained fixed. The issue was identified during a rotator cuff repair procedure on (B)(6) 2026. No patient harm was reported.